Event description:
It was reported the insulin pump alarmed motor error during rewind. Customer's blood glucose was reported normal. Motor error alarms were noted in the history. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.